Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient reported of pain and developed a pocket hematoma approximately one month post implant. Available information suggests that the device was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested this investigation will be updated should further information be provided.